Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, upon sealing the vessels with the device and the clamp, the surgeon observed that good hemostasis was not attained and the tissue bled a lot. Apparently, it is a generator failure since it was used in two consecutive surgeries while using different tweezers and in both cases, the problem was observed. The device sealed the vessels badly. There was patient injury.